Manufacturer narrative:
Initial.

Event description:
It was reported that the user received multiple ilet system alerts for urgent low and low glucose, as well as low insulin and a brief sensor issue, around the same time the system report displayed a higher glucose value; the user later viewed a reading of 69 mg/dl on the device and consumed food, after which alerts cleared. Symptoms included no reported neuroglycopenic or adrenergic manifestations. Outcomes included resolution of the alarms without medical intervention or hospitalization. Investigation included agent review of device reports and alarms, along with user interview. Investigation of this case revealed an unclear cause of the hypoglycemic alert pattern in the context of conflicting report data and a transient sensor issue, with no corroborating capillary glucose reading available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.